Manufacturer narrative:
Date sent: 09/16/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that after a hemorrhoidopexy procedure, the patient complained of bleeding after seven days of surgery. The patient was admitted to control the bleeding. Additional information has been requested.